Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker was being seen for follow up after reporting experiencing a syncopal episode approximately one month earlier. The health care professional (hcp) reported that they were unable to interrogate the device. Of note, the patient had not been seen for follow up in approximately 9 years. There were no additional adverse patient effects. The patient was seen for a change out procedure where the device was explanted and replaced. The device is not expected to be returned. There were no additional adverse patient effects.